Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
A technician reports, a patient that is possibly overcorrected in both eyes following refractive surgery. Additional information has been requested. This report is for the right eye, the left eye is being reported under manufacturer report number 3003288808-2011-00226.